Event description:
It was reported via repair work order that the footend lift was stuck at mid height due to a kinked/clogged power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.